Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
The valve was implanted to the patient via vp-shunt on 2018 with setting 200 mmh2o due to normal pressure hydrocephalus. It was reported that pressure setting was not able to be changed on (B)(6) 2018. The pressure setting was changed to 150mm h2o by powerful magnet. On (B)(6) 2019, the expression of the patient was not good, the coarctation of the ventricle on the image was not confirmed and the pressure setting could not be changed. The surgeon tried to change the setting by powerful magnet but he could not on (B)(6) 2019. The revision surgery was performed on (B)(6) with the valve (82-3162). The patient¿s initial is (B)(6), (B)(6) male. The surgeon commented that when attempted to change the pressure setting with a strong magnet, the patient caused chronic subdural hematoma and abscess during 2018 follow-up observation. The protein concentration in cerebrospinal fluid may have been high. He has original disease. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
Additional information: sample was received for evaluation. The valve was visually inspected: no defects noted. The position of the cam when valve was received was 130mmh2o. The valve was hydrated and tested for programming; the valve passed the test. The valve was flushed and the valve passed the test with no occlusion was noted. The valve was tested for leakage tested and no leaks noted. The valve was reflux tested and passed the test. The valve was dried. The valve was then pressure tested and passed the test. Manufacturing records could were reviewed and found no anomalies. Based on the results of the investigation, the reported issue was not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.